Manufacturer narrative:
Follow-up #1: date of submission 05-apr-2018 - device evaluation: the device has been returned and evaluated by product analysis on 27-mar-2018 with the following findings: during the investigation, a review of the black box found the data from the date of the pi had been overwritten. The current black box history showed multiple loss of prime warnings with low non- zero force. The pump was exercised for 24 hours with no loss of prime being duplicated. Force calibration testing passed within specification. Unrelated to the original complaint the battery compartment was found to be cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a prime (loss of prime) issue. It was reported that the loss of prime occurred 2 or more times. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.